Event description:
It was reported that the tip of the instrument was broken during the procedure. No pt complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the tip of the dynamic shaft is broken on one side. Both the broken piece and the pin are missing. The tip of the static shaft is cracked. It appears that the instrument was subjected to excessive force and/or torque which may cause the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.